Event description:
Patient reported a right side "rupture." Healthcare professional later confirmed right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: brown particles inner the device and opening on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.